Event description:
On (B)(6) 2012, the reporter called animas alleging that when a new battery is inserted into the pump and the ok button is pressed on the verify screen the display goes blank but then comes back to the verify screen again. Troubleshooting confirmed that the battery cap is tight and the yellow 'o' ring is not visible. It was also confirmed that a new alkaline battery was inserted into the battery compartment and the battery type was changed to reflect alkaline battery use. There was no patient impact associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has not been returned to animas. If the pump is returned to animas, the complaint will be evaluated. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the black box showed power on reset associated with low battery voltage. No damage was found to the battery cap or battery compartment. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. The total daily dose history showed the pump was running on default year of 2007 for 14 days. Pump was exercised for 24 hours, after 24 hours the battery was removed for 1 hour. When the battery was reinserted the pump time and date reset to the default setting. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.